Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 22/jan/2019 and 21/jan/2016. This report is in response to FDA report number mw5058198, mw5090810 and mw5095799. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported, via regulatory agency, ¿small growth on breast,¿ side not specified, ¿memory loss,¿ ¿tiredness,¿ ¿faulty implants¿ and "symptoms of a ruptured implant." Patient also reported "liver disease," ¿one liver hemangioma at first, now [patient has] two,¿ ¿uterine fibroids,¿ ¿abnormal cells in cervix¿ and ¿constantly feel sick;¿ these events are not related to the device. Healthcare professional reported left side capsular contracture, baker grade iii. This record is for the left side. Device has been explanted.